Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the iab was not fully unwrapping by half. There were no alarms being issued by the iabp. I had them stop therapy and attempt a manual inflation, which only reduced the wrap by 1/4 per the provider. [User] reported that the tip of the 60cc slip tip syringe had broken off but was not stuck in the helium pathway. They reconnected the driveline and were then able to get the iab to fully inflate". No patient harm or injury. The patient status is reported as "fine".